Manufacturer narrative:
No ts or suture remain on the insertion needle nor were they returned. Visual assessment of the device shows the actuator is in the post-t2 deployment position indicating a complete deployment. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. Reported complaint of t2 non-deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. Device history record review found no abnormalities/inconsistencies reported with this lot during manufacture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-2 failed to deploy. A backup device was available to complete the procedure without delay or patient impact.